Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue has been found to be already addressed. The technical support specialist contacted the customer to conduct an investigation. However, since the issue was resolved on the customer's side, the complaint file has been closed. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, medication was not identified in multiple pockets. The customer reported that the medication was placed into a pocket, but when an attempt was made to retrieve it, appeared as though nothing had been loaded. Consequently, the required medication was retrieved manually, resulting in a delay in the dispensing process. There were no adverse events or injuries reported based on this incident.